Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the insulin pump had recently been exposed to moisture. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would need to be replaced, but the customer declined. The device will not be returned for analysis.